Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.